Event description:
It was reported that the patient has undergone reanimation and cardiac surgery. The target lesion was located in the severely calcified artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was noticed that the burr broke inside the advancer upon third ablation. They had to remove everything from the patient including the wire. They rewired with a non-boston scientific (bsc) guidewire, after which the patient had to be reanimated and eventually sent to cardiac surgery. The procedure was cancelled due to this event.

Event description:
It was reported that the patient has undergone reanimation and cardiac surgery. The target lesion was located in the severely calcified artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was noticed that the burr broke inside the advancer upon third ablation. They had to remove everything from the patient including the wire. They rewired with a non-boston scientific (bsc) guidewire, after which the patient had to be reanimated and eventually sent to cardiac surgery. The procedure was cancelled due to this event.

Manufacturer narrative:
The returned product consisted of the rotapro atherectomy system. Visual inspection of the device revealed that the handshake connection was within the burr housing and could not be retrieved. Destructive testing was then performed and the handshake connection was found to be stuck within the sheath. Product analysis was able to confirm the reported event, and a conclusion code of adverse event related to procedure was assigned as the most probable cause.